Event description:
Additional information received indicated that the explant was performed on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# unknown, implanted:unknown, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#:asku. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration at 1200 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's dose had been increased over time prior to the event (unknown duration of this period). It was reported that the symptoms that the patient experienced were reduced therapy effect and noted that there were no withdrawal symptoms. It was reported that the physician assumed a defective catheter prior to event. It was reported that the patient had an magnetic resonance imaging (MRI) on (B)(6) 2019 and after leaving the MRI scanner, the pump delivered drug again. It was noted that the effect was increased compared to the effect before the MRI and the patient's body tension was very low. It was further noted that he body tension was reduced and that there were no overdose symptoms. It was reported that log files showed no abnormalities (motorstall due to MRI, motor stall recovery afterwards). It was reported that the dose was reduced and a revision of the whole system is planned. It was initially reported that the catheter model number is unknown because the patient was unknown to the hcp prior to this event and there were no recordings about medical history at this time. Further information reported that the catheter model number was 87 31. It was reported that the catheter could only be explanted partly because it was ripped apart by the physician during explant. It was reported that the catheter was replaced with 8781, lot number 0216895845 and the pump was replaced with 8637-40, serial number (B)(4). It was indicated that the log file/session log would be provided with the returned device . It was reported that the issue was not resolved at the time of this report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering baclofen at a concentration of 2000mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# unknown, explanted: (B)(6) 2019, product type catheter. Visual inspection identified breaks in the catheter at the proximal and distal ends. Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.